Event description:
According to the reporter: lap gastric bypass. The device tip broke off into the patient and was removed. Another hand piece was used for the reminder of the case. The surgery time was delayed by about an hour. No patient bleeding or injury was reported.